Event description:
It was reported that the lead was dislodged. High thresholds, varying impedances, poor capture, and t-wave oversensing were observed. It was noted that the patient had removed their sling and pulled themselves out of bed resulting in the dislodgement. The lead was found high on the septal wall, not where it was fixated originally. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.